Event description:
On 08/31/2025, it was reported that the user experienced elevated blood glucose (bg) of 283 mg/dl after dinner and a bike ride. At the time of the call, the user had 6.19 units of insulin on board. Bg began trending down during the call, from 283 mg/dl to 201 mg/dl by the end of the interaction. The agent advised the user to continue monitoring for 45¿60 minutes and call back if further assistance was needed. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.